Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 600+ mg/dl, with no symptoms. During troubleshooting, customer support found no issues with the pump, but identified a training/misuse issue involving pump suspension. This complaint is being reported because the patient experienced hyperglycemia related to user error.